Event description:
It was reported that the ventilator was overpressuring while on a patient. The ventilator was taken off the patient, the patient was bagged and swapped out with another ventilator. Ventilator was taken to the biomed department were it was discovered that the inspiratory pressure transducer was defective. There was no patient injury. Front panel settings are available. Alarm status at the time of the reported incident are unknown. This complaint was generated from a call screening.